Manufacturer narrative:
(B)(4). Eval, results: removal difficulties. Delivery system caught on apex. Eval codes, conclusion: delivery system caught on apex.

Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a 5.0 cm in diameter x 5.5 cm in length thoracic aneurysm. Vessel morphology was reported as two aneurysms (only one aneurysm was being treated at this time since the second aneurysm was too high in the aortic arch); the thoracic aorta diameter was 37 mm above the aneurysm, the iliac arteries were unremarkable. It was reported that the talent captiva stent graft was implanted; however, during removal of the delivery catheter the stent graft was pulled distally. The physician pushed the delivery catheter proximally and then was able to withdraw the delivery catheter. The physician believes that the delivery catheter was caught on an apex or the fabric just below the apex, resulting in the pulling down of the stent graft. The physician was able to insert a reliant balloon and reposition the stent graft correctly. The next angiogram revealed that one of the apices of the stent graft appeared not to be correctly aligned; the apex was inverted into the stent graft when the delivery catheter was being removed. The physician elected to implant a second device inside of the stent graft. The inverted apex was covered. No clinical sequelae were reported, and the pt is fine.